Event description:
It was reported that the patient had a dye study performed ¿a few years ago¿, in 2010. The patient stated that when they took the drug out and put the dye in, they never put the drug back in. The patient experienced withdrawals following the study. The device system delivered morphine, bupivacaine and baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2005-(B)(6), product type catheter product ID 8840, serial# unknown, product type programmer, physician. (B)(4).